Event description:
It was reported by the patient that the patient hears a buzzing coming from the device and that it wakes up the patient's spouse at night. Follow up was attempted, but no additional information was obtained. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.